Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two pdc vivo devices at c3-4 and c4-5. At a follow up appointment it was found that both levels had migrated. A DHR review could not be completed as the part numbers and lot numbers were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The pdc vivo devices remain implanted in the patient, therefore no device evaluation could be completed. Image was provided that showed both levels had migrated. It was confirmed that the implants had migrated, the reason for the migration is unknown. The submission is 2 of 2 devices involved in this event.

Event description:
A patient was implanted with two pdc vivo devices at c3-4 and c4-5. At a follow up appointment it was found that both levels had migrated.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two pdc vivo devices at c3-4 and c4-5 on (B)(6) 2024. At a follow up appointment it was found that both levels had migrated and that patient was experiencing ongoing neck pain. The surgeon is going to complete a removal of arthroplasty followed by fusing the patient on (B)(6) 2025. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The pdc vivo devices remain implanted in the patient, therefore no device evaluation could be completed. Image was provided that showed both levels had migrated. It was confirmed that the implants had migrated, the reason for the migration is unknown. This submission is 2 of 2 devices involved in this event.

Event description:
A patient was implanted with two pdc vivo devices at c3-4 and c4-5 on (B)(6) 2024. At a follow up appointment it was found that both levels had migrated and that patient was experiencing ongoing neck pain. The surgeon is going to complete a removal of arthroplasty followed by fusing the patient on (B)(6) 2025.